Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, lot/serial# unknown, product type: catheter; ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient's pump was replaced on (B)(6) 2018 and the surgeon found that the previous surgeon had left an old catheter from a previous pump in the patient's spine. The patient thought the catheter could be from their original pump implant in 1998. It was reviewed that the patient has had multiple pumps replaced since 1998 so the healthcare provider placed a new catheter, and left the old catheter in the patient. The patient was redirected to follow-up with their healthcare provider for more information about why the catheter was left implanted. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp). It was reported that the serial number of the catheter left in place previously was unknown and the device had been implanted in the patient as of (B)(6) 2012. Regarding the reason for why the catheter was left in place, the hcp stated a fragment in the patient's flank was removed on (B)(6) 2018. The hcp stated the catheter was likely left in on (B)(6) 2012 due to risk of pdph (post dural puncture headache). The catheter from (B)(6) 2012 was left implanted on (B)(6) 2018 due to inability to remove, likely due to trapping between the lamina. The catheter was left implanted intentionally at this time because the hcp reported they were unable to remove the device with the usual amount of force. Regarding whether there was a device issue, a procedure issues, or a patient/therapy related issue related to the event initially, the hcp stated it was likely poor implant technique with far lateral or midline access to the cerebrospinal fluid. The hcp stated deeper dissection and repositioning was required. The catheter was tied off and left in place. The hcp stated they were unsure when the issue initially occurred. No further actions had been taken or planned.